Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. External equipment was exchanged and the issue resolved. The recipient is able to use the device. Additional treatment details will not be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing pain at the implant site. The recipient was given an antibiotic ointment to use prophylactically. The recipient's magnet strength was reduced which seemed to help.